Manufacturer narrative:
Model number/catalog number: sc-2317-50. (B)(4). Model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness and soreness were noted. It was believed that the infection was due to the patient being on steroids and was scratching the site. The infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.